Event description:
It was reported that the graftmaster stent was implanted, however, it did not seal the perforation. A pericardial window was needed and a balloon was left in placed to help seal the graft. However, the patient died 1 hour after the procedure. No additional or patient information is available.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this information.